Event description:
Info received indicates the brake would set but the casters would swivel when the stretcher was pushed from the side.

Manufacturer narrative:
The technician replaced the worn casters to repair the stretcher.